Event description:
It was reported that a patient presented with abdominal aortic aneurysm and was treated with a gore® excluder® conformable aaa endoprosthesis on (B)(6) 2022. The patient reportedly presented with a type ia endoleak. The implanted endoprostheses were re-ballooned several times intra-operatively with a gore® molding & occlusion balloon. On (B)(6) 2022, the top of the graft was endostapled. The patient tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
Concomitant medical products: gore® excluder® aaa endoprosthesis, sn: (B)(4), UDI: (B)(4), sn: (B)(4), UDI: (B)(4), sn: (B)(4), UDI: (B)(4). Device remains implanted and is not available for evaluation. The serial number of the affected devices have been received. Manufacturing records will be checked to determine whether products met pre-release specifications. Imaging will be evaluated when/if provided by the physician. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Imaging series have been requested, but were not disclosed to gore. Therefore, an imaging evaluation could not be performed. The serial number of the affected devices have been received. Manufacturing records were checked and the product met pre-release specifications. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak.